Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; resets to factory default setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: on investigation, the pump was exercised for 24 hours. The battery was then removed for six hours and the time and date reset to the factory default; the complaint was duplicated. The pump was opened for investigation and revealed corrosion underneath the internal clock battery. Unrelated to the original complaint, the battery compartment was noted to be cracked along the side and the display was found to be dim, faded and discolored.